Event description:
It was reported that the vns patient passed away on (B)(6) 2006. No other information was provided. Attempts for additional relevant information have been unsuccessful to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2006. Based on the limited available information about the patient¿s death, an internal classification has determined that the death may be possible sudep.

Manufacturer narrative:
Review of the available programming and diagnostic history.